Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigation team. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as 7.5mm, no calcification, minimal tortuosity, and a depth deployment measurement of 5cm + 1cm. A central access was gained using micro puncture and ultrasound. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate; however, during post-closure run-off a dissection plane was observed. Contralateral balloon inflations were applied to address the dissection. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The risk of access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention, and local trauma to the femoral or iliac artery wall, such as dissection have been identified as adverse events related to the deployment of vascular closure devices in the IFU. As precaution: if hemostasis is not achieved following the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
As reported: a (B)(6) y/o female underwent a tavr procedure. Nothing was remarkable during the case. Upon post closure angio runoff, a dissection plane was observed. The physician went in from contralateral side and deployed a ptca balloon 3 times to open the vessel. The vascular surgeon was called to observe and review angiogram. The vascular surgeon said result was satisfactory. The patient is stable and doing well. Additional information received on 01oct2021: during a tavr heart valve placement, ultrasound and micro puncture single access was obtained. Access was in the right cfa and located central of the vessel. Right cfa vessel size measured at 7.5mm and had no calcification and a little tortuosity. Manta depth was measured at 5cm +1cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, act was 131, heparin was intravenously given, and protamine was intravenously given. Time to hemostasis was immediate.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.